Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The self test was passed. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Customer complained about the unit having a pump error 3, pump error 54, pump error 42, and failed battery on event date of (B)(6) 2021. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. Successfully downloaded history files and traces using thus. No pump error 3 alarms during testing. Pump error 3 was not present in the history download on event date or close to (B)(6)2021. No pump error 54 alarms during testing. Pump error 54 was not present in the history download on event date or close to (B)(6)2021. No pump error 42 alarms during testing. Pump error 42 was not present in the history download on event date or close to (B)(6)2021. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Tested with a test p-cap and the test p-cap locked in place properly, however, damages to the retainer ring was noted during inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, cracked retainer. Pump error 3, pump error 54, pump error 42, and failed battery test was not confirmed. Damages to the retainer ring was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.